Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a few days post implant, high capture threshold was observed and programming changes were made. During a recent follow-up, loss of capture was observed. Fluoroscopy revealed the lead had dislodged. Lead was capped when repositioning was unsuccessful. The patients condition was good.